Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a bd sedisystem esr instrument experienced network error. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: operating system on bd sedi-15 was corrupted and instrument didn¿t start. Service technician replaced memory card pn# 361538. With operating system, and configured and calibrated and tested the instrument. Upon completion of the instrument evaluation, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. A review of the instrument service report satisfies both the requirements for the mechanical/software performance of the instrument and verification that the device is meeting specifications.

Event description:
It was reported that a bd sedisystem esr instrument experienced network error. No report of serious injury or medical intervention.